Manufacturer narrative:
Approximate age of device ¿ 2 years, 10 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide#(B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with shortness of breath and bilateral lower extremity swelling, which started on (B)(6) 2019. It was reported that the patient was instructed to increase oral bumex does to 2mg daily. Despite the change, the patient reported increased fatigue, shortness of breath, chest tightness and swelling in lower extremities so the patient reported to the emergency room. The patient denied any chest pain, dizziness, syncope, fevers, chills, nausea, vomiting, diarrhea, cough, abdominal pain or abnormal bleeding. The patient reported ongoing tan drainage from the driveline site that is unchanged. The driveline infection was stated to be a chronic staphylococcus epidermidis infection with first positive culture on (B)(6) 2016. This chronic infection was previously reported in MFR # 2916596-2018-00022. The patient denies having any lvad alarms and reports taking all medications as prescribed. After discussion with the lvad coordinator, the patient was admitted for IV diuresis and ongoing evaluation and management. The patient was discharged home on (B)(6) 2019 with antibiotics and will follow-up at outpatient clinic. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.